Manufacturer narrative:
Customers received notification of the field action. The reported issue of unresponsive (shorted) keypad is confirmed based on the field action. Device repair or returns are handled within the scope of the field action.

Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (50) point of care unit keypad need to be replaced. There was no reported patient involvement.

Event description:
Reportedly, the physician would like to know if the parad+ analysis of the fast vt episode recorded on (B)(6) 2016 at 16h11 is correct. During the follow-up performed on (B)(6) 2017, rr stability on slow vt/ vt was reprogrammed to 80 ms, and rr stability on fast vt was reprogrammed to 45 ms. The physician would also like to know if this reprogramming will allow the treatment of polymorphic fast vt. Moreover, the battery curve reportedly showed an unexpected decrease. Preliminary analysis results showed that the decrease observed in the battery curve was due to the delivery of 16 shocks at 42 joules on (B)(6) 2016.